Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead exhibited low pacing impedance. The lead was not used and was replaced during the procedure. The patient was stable.

Manufacturer narrative:
The reported event of impedance problem was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual inspection and x-ray examination found the outer insulation was punctured and the outer coil was bent due to procedural damage. Electrical test was normal with no anomalies found. The cause of the reported event was isolated to the punctured insulations and damage coils consistent with procedural damage.